Event description:
A dialyzer had blood leak during patient dialysis, a blood leak alarm was also going off. This was detected within 30 min. The center uses fresinious 200 dh machines. The renatron machine with renalin is used for reuse. There was some blood lost but patient was able to continue dialysis. Sample is not available for evaluation.